Manufacturer narrative:
Corrected field: b3, b5. Updated fileds: b4, g3, g6, h2, h11. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was experiencing extraneous stimulation from twiddling their device and an x-ray was subsequently ordered. The results of the x-ray was not provided. A device revision occurred on (B)(6) 2025 and was successful. The device was resecured and programmed back to original settings.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, it was reported that the patient was experiencing extraneous stimulation from twiddling their device. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was experiencing extraneous stimulation from twiddling their device and an x-ray was subsequently ordered. The results of the x-ray was not provided. A device revision occurred on (B)(6) 2025 and was successful. The device was resecured and programmed back to original settings.